Event description:
It was reported that a patient underwent an initial bilateral total knee arthroplasty. During impaction of the right tibial component, the proximal tibia fractured. The fracture was reduced with screws and the surgery was completed without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: from initial operative notes: upon impaction of the tibial component, the anterior medial wall of the tibial metaphysis fractured with some slight displacement anterioraly of medial piece. Measured 2.5cm in width from anterior to posterior and 2-2.5cm in length from proximal to distal; removed as much cement as possible; fracture reduced and 4.5 cannulated screws inserted. Guide wires used with additional screws to reduce fracture; tibial component now downsized since intermedullary stem to be used a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.